Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon interrogation, normal device function was noted. The pacemaker was re-interrogated and backup vvi operation was noted. After an unsuccessful device reboot, the device restoration was performed successfully. The patient was stable throughout and will continue regular follow-up.